Event description:
There was an allegation of questionable cobas integra glucose hk gen. 3 results for 5 patient samples and questionable cobas integra glucose hk gen. 3 and chol2 results for 1 patient sample on a cobas 4000 c311 module. Patient 1 (sample ID (B)(6): on (B)(6) 2024 the initial glucose result was 138.5 mg/dl. The repeated result was 88.4 mg/dl. Patient 2 (sample ID (B)(6): on (B)(6) 2024 the initial glucose result was 131.7 mg/dl. The repeated result was 98.6 mg/dl. Patient 3 (no sample ID provided): on (B)(6) 2024 the initial glucose result was 79.4 mg/dl. The questionable result was not reported outside of the laboratory as it did not match the patient's clinical history and the customer repeated the sample. The repeated result was 109.9 mg/dl. This result was believed to be correct. The sample was repeated on a c 111 analyzer and the result was 108.73 mg/dl. Patient 4 (sample ID (B)(6) : on (B)(6) 2024 the initial glucose result was 60.6 mg/dl. The repeated result was 87.4 mg/dl. Patient 5 (sample ID (B)(6) : on (B)(6) 2024 the initial glucose result was 79.4 mg/dl. The repeated result was 109.9 mg/dl. Patient 6 (sample ID (B)(6) : on (B)(6) 2024 the initial glucose result was 16.6 mg/dl. The repeated result was 93.3 mg/dl. The initial chol2 result was 296 and the repeated result was 148. The unit of measurement for the chol2 results was not provided. This medwatch will apply to the chol2 assay. Please refer to the medwatch with a1. Patient identifier pt (B)(6) for information related to the glucose assay.

Manufacturer narrative:
The analyzer serial number is (B)(6) . It was noted that the samples were obtained in another center that manages its pre-analytical process (sample collection and incubation). The investigation is ongoing.

Manufacturer narrative:
The previously reported chol2 results of (296 and 148) are from 2 different patient samples. The unit of measure was not provided for the chol2 results.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The field service representative found the fluids were not dispensing correctly. He found a dispensing acid wash. He exchanged a valve and a pipette and performed functional tests. He adjusted the washing comb, drained the condensation liquid, performed purges, and performed mechanism checks. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.